Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that during perfusion, the recirculation tubing was noted to be stuck together. The portion of the tubing going into the level sensor was collapsed and stuck to itself. Troubleshooting was successful in re-opening in the tubing. The liver was successfully transplanted following perfusion.